Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient presented to the clinic and stated that he experienced a red heart alarm while on tethered support (connected to the power module). Several pump stoppages, and low voltage and low flow alarms were noted in the alarm history. The patient denied any symptoms. This occurred twice while the patient was at home in bed. The patient's system controller was exchanged. It was reported the following day that the patient was experiencing pump stoppages on the new system controller. X-rays were taken and indicated possible damage about 6 inches from the distal end of the driveline. A percutaneous lead repair (replaced portion of the lead) was performed on (B)(6) 2014 by the manufacturer's technical service. Upon testing the percutaneous lead, the reported alarms returned when connected to the power module with a standard patient cable. The damage was determined to be internal to the driveline. The physician requested an ungrounded patient cable rather than exchanging the patient's pump. A modified (ungrounded) patient cable was provided to the hosp.

Manufacturer narrative:
The pump remains in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the MFR for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.